Event description:
Product analysis was completed on the generator. The proper functionality of the pulse generator was confirmed in it¿s ability to provide appropriate programmed output currents. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional or relevant information has been received to date.

Event description:
The generator and lead were received into livanova. Product analysis is underway but not completed. No additional or relevant information has been received to date.

Event description:
The patient's generator was explanted. The device has not been returned to livanova to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was to be explanted as they cannot tolerate stimulation above 0.25ma. The device has been disabled. Programming history was reviewed for the generator and no anomalies were seen. Surgery is likely but has not occurred to date. No further information has been received.